Event description:
It was reported that the monitors on the 9800 system go blank. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier (ii) power supply and calibrated the focus and size of the ii. The system was tested and found to be working as intended and placed back into service.